Manufacturer narrative:
The field service engineer checked the ultrasonic mixers and it was acceptable. The calibration and qc data were acceptable. The alarm trace had frequent abnormal cell blank, cell skip, reagent < warning level, lower reagent volume, sample short, and abnormal aspiration alarms. We would rule out a general reagent problem because calibration and quality control are acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calibration and qc recovery were acceptable. This rules out a general reagent problem. The alarm trace had frequent occurring alarms of abnormal cell blank, cell skip, reagent warning level, lower reagent volume, sample short, and abnormal aspiration. This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient with the cobas 8000 c702 module. The initial result was 99 umol/l. The repeated result was 300 umol/l. The questionable result was reported outside the laboratory where it was questioned by the clinician. The repeated result was deemed correct. The reagent lot number was 49963101 with an expiration date of 31-may-2021.